Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("constant, severe pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2000, the patient had essure (ess205) inserted. In 2000, the patient experienced procedural pain ("essure placement procedure extremely painful"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), mouth haemorrhage ("spitting mouthfuls of blood"), dyspareunia ("inability to have sex, it was simply too painful for her/ sex made me hurt so badly"), tooth disorder ("dental problems/ my teeth are a mess"), dyspepsia ("digestive problems"), alopecia ("hair loss"), pain ("overall body pain"), polyarthritis ("inflamed joints/ my joints don't seem as inflamed"), emotional distress ("distressing things for her/ distressed") and anxiety ("it gave me anxiety for all future medical procedures"). The patient was treated with surgery (hysterectomy to remove essure) and surgery (I had teeth removed, gum surgery.). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, pain and polyarthritis was resolving, the autoimmune disorder, procedural pain, mouth haemorrhage, tooth disorder, dyspepsia, alopecia, emotional distress and anxiety outcome was unknown and the dyspareunia had resolved. The reporter considered alopecia, anxiety, autoimmune disorder, dyspareunia, dyspepsia, emotional distress, mouth haemorrhage, pain, pelvic pain, polyarthritis, procedural pain and tooth disorder to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("constant, severe pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2000, the patient had essure (ess205) inserted. On the same day, the patient experienced procedural pain ("essure placement procedure extremely painful"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), mouth haemorrhage ("spitting mouthfuls of blood"), dyspareunia ("inability to have sex, it was simply too painful for her/ sex made me hurt so badly"), tooth disorder ("dental problems/ my teeth are a mess"), dyspepsia ("digestive problems"), alopecia ("hair loss"), pain ("overall body pain"), arthritis ("inflamed joints/ my joints don't seem as inflamed"), emotional distress ("distressing things for her/ distressed") and anxiety ("it gave me anxiety for all future medical procedures"). The patient was treated with surgery (hysterectomy to remove essure) and surgery (I had teeth removed, gum surgery.). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the pelvic pain, pain and arthritis was resolving, the autoimmune disorder, procedural pain, mouth haemorrhage, tooth disorder, dyspepsia, alopecia, emotional distress and anxiety outcome was unknown and the dyspareunia had resolved. The reporter considered alopecia, anxiety, arthritis, autoimmune disorder, dyspareunia, dyspepsia, emotional distress, mouth haemorrhage, pain, pelvic pain, procedural pain and tooth disorder to be related to essure (ess205). Further company follow-up with the other is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.